Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient's bag broke during fill causing the solution to go all over the carpet. The patient did not realize that there was a break until after the leak had occurred. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for this event. The patient was treated with unspecified antibiotics. At the time of the report, the patient was not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional description of event: it was reported that the patient could not confirm the peritonitis, but the patient did have an infection. The patient had stomach pain and cloudy effluent in the bag. The patient was treated with unspecified injections (dose and frequency not reported) for the cloudy effluent, but the treatment for the infection and stomach pain were not reported. The patient recovered from the cloudy effluent, but the outcome for the infection was not reported. Additional information was requested and was not available at the time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.